Manufacturer narrative:
(B)(4). Batch #: t5dx5z. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with tyvek along with the instrument.  And with two reloads (b & c) present. The reloads were received fully fired. During analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation gear was noted to be damaged as would not hold the articulation setting. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation mechanism. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: can you please confirm did the patient require a transfusion? Can you please describe was there any patient consequence or change in the post-operative care of the patient as a result of the event? (E.g.: extended hospital stay, readmission, re-operation, etc.) Response: according to second surgeon, the patient is fine now, needs transfusion x3 bags. Extended stay, usually home by day 3. Patient still warded, fluid correction.

Event description:
It was reported that during a kidney transplant (donor harvesting) procedure, the surgeon used the pve35a first firing on renal artery which can been seen spurting after the firing (refer to attached video). Immediately moved on to second firing on renal artery and it was fine. The doctor has to do a larger incision to inspect on the bleeding after taking out the kidney. The surgeon informed sales that the bleeding happened along the stapler line and he can see the stapler not forming well on that part. Sales could not see well even the surgeon trying to show on the operating field. Repair the bleeding on artery by suturing. Estimated blood loss reported at 700ml -800ml. Surgery was delayed 30-45 minutes.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2021. Additional information: this is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a device that is introduced 00:01 mark with a white reload loaded. A piece of the tissue is placed proximal to the cut line of the jaws at the 00:08 mark. At the 00:14 mark the device is fired. At the 00:18 mark, the device is removed and bleeding was observed. At the 00:58 mark, a device is introduced with a white reload loaded. At the 01:10 mark tissue is placed on the jaws. At the 01:18 mark, the device is removed. Based on the video review, the event described is confirmed, however, it was noted that the firing sequence took place before that recommended 15 seconds. The instructions for use do contain the following caution: when firing across thick tissue, holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation.